Manufacturer narrative:
The lot number was not provided, and the device was not available for evaluation; the stat (a sterile, disposable, single use laryngoscope) was discarded after use. Any future occurrences of this type of complaint will be tracked and monitored by verathon medical.

Event description:
(B)(4).